Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory an external visual inspection noted extensive body fluid and blood contamination in the lead barrels. Dried blood covers half the rv leaf springs. The interrogated monitoring voltage was 3.096 volts and the battery status was beginning of life (bol). Although, the device functioned normally throughout laboratory analysis, we recognize that it is not always possible to simulate a clinical event in a laboratory setting. Boston scientific goes to great lengths to understand the root cause of all product performance issues. We remain committed to designing and providing the highest quality devices and services to customers. Boston scientific is monitoring the field for other reports of intermittent, high, out-of-range impedance measurements recorded by [cognis] devices and is investigating the issue.

Event description:
Boston scientific received information that this patient was brought in for a normal follow up and the right ventricular (rv) and left ventricular (lv) leads showed impedances of greater than 2,000 ohms. The daily measurements show that the measurements are intermittently out of range. Four months ago the impedances were also greater than 2,000 ohms for about three weeks. The previous rv threshold was 0.6 volts at 0.4 milliseconds (ms) and during this most recent check they were 4 volts at 0.4 ms. At the end of the session the thresholds were 0.5 volts at 0.4 ms. The local sales representative noted noise on the rv lead during isometric testing. The patient is not pacemaker dependent and their presenting electrogram (egm) was as bi-v pace but likely pacing was not capturing. There were 19 non-sustained episodes and the 2 egm's available showed a short amount of non-physiologic noise that was likely related to the high impedances. The local sales representative tested all the lv configurations and they were always 2 volts to 3 volts at 2 ms or greater than 5 volts at 0.4 ms. The thresholds on the lv were not stable. No adverse patient effects were reported. Additional information from the local sales representative states that no intervention has taken place. The patient will return to the clinic in the near future for further evaluation. Additional information received from the local sales representative states that a procedure was undergone and this cardiac resynchronization therapy defibrillator (crt-d) was taken out of service. The rv and lv leads remain in service and tested out fine with the new crt-d. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.